Event description:
On 11/25/09, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was admitted to the hospital on (B) (6) 2008 and was ultimately discharged from the hospital on (B) (6) 2008. While hospitalized, the patient was administered heparin on and after (B) (6) 2008 and suffered a stroke and other symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon information and belief, on at least one occasion, the heparin administered was an alleged contaminated heparin product.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.